Manufacturer narrative:
The device has been explanted, and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user recently lost auditory benefit with the device. The user was re-implanted.

Event description:
The user recently lost auditory benefit with the device. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user recently lost auditory benefit with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: the active electrode has been received incomplete, and no wire fractures could be detected on the available parts. However, according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. If the missing part of electrode is received in the future, the case will be re-opened, and the electrode investigated. This is a final report.